Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference #: (B)(4).

Event description:
It was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echocardiography (echo). Pericardiocentesis was performed to remove 800 ml of fluid from the pericardial space. The patient¿s condition improved and was reported stable after pericardial drainage. Patient condition is improved. Extended hospitalization was not required. Physician¿s opinion regarding the cause of the adverse event is that it was procedure-related. Transseptal puncture was performed with a st. Jude medical brk transseptal needle. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 8 ml/min. No error messages were observed on any biosense webster, inc. Equipment during the case. The force visualization features used included dashboard, vector and visitag. The parameters for stability used with the visitag module were force over time (fot) 25g, time: 3 sec and range: 2.5mm. No additional filters were used with the visitag module. No color option was used prospectively.

Manufacturer narrative:
Investigation summary: it was reported that a male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the ablation phase, the patient¿s blood pressure dropped, and cardiac tamponade was confirmed by echocardiography (echo). Pericardiocentesis was performed to remove 800 ml of fluid from the pericardial space. The patient¿s condition improved and was reported stable after pericardial drainage. Patient condition is improved. The device was visually inspected, and it was found in good condition. The magnetic, temperature and force features were tested, and no issues were observed. In addition, the catheter was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. A manufacturing record evaluation was performed for the finished device [30293195m] number, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference # (B)(4).